Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 90mg/dl at the time of the incident. The display did not return after replacing new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with rattling noise and blank display after battery insertion due to the connector's pads broken off from on electrical board. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement test and self test due to blank display. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damaged keypad overlay texture.